Event description:
It was reported that the right atrial lead exhibited a sensing anomaly and loss of capture due to dislodgement during an unrelated bypass procedure. The patient was asymptomatic. The device was programmed to vvi mode until the extraction procedure. The lead was successfully explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.